Manufacturer narrative:
Product evaluation: the unit arrived in service and repair with missing cable clip and loose o-rings inside the box. Replaced the cable clip and reseated the o-rings. Could not duplicate customers issue regarding inconsistent operation. The item was tested and passed all manufacturing specifications.

Event description:
It was reported that it ¿sounds like there are loose parts inside. Surgeon stated it was inconsistent.¿ it was clarified that ¿at one point the surgeon touch the nerve and it registered, then he touch the skin and it beeped again, touch the nerve and it didn¿t and so forth.¿ "the surgeon did know where the nerve was but the device was not giving feedback." There was no patient impact; the procedure was completed without the use of monitoring.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.